Event description:
The screw broke while being inserted into the femoral tunnel as part of an acl procedure. There was no visible particulate remaining in the pt. No procedural delays or pt injury has been reported.